Event description:
Via customer contact and feedback, it has been revealed that the user facility noted the following event, reported as follows: "1) on (B)(6) 2024 we noticed during testing that it was not rinsing and blowing properly. 2) we were able to carry out the examination without any problems, the device was then in the rdg (did not break off) and only when preparing for the next examination did it no longer work."

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material may not have been removed from air/water-cylinder and tube because the subject device was not reprocessed properly due to leak at the bending section cover. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. A functional test was performed, and the test showed that the device was in specification.